Event description:
The patient presented to our emergency department with elevated power and flows on his lvad controller. The flows and power did not decrease with IV fluids. Patient was taken to or for pump exchange d/t pump thrombus. Manufacturer response for lvad, heartware hvad (per site reporter).